Manufacturer narrative:
(B)(4). Batch # n5707j. The analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr60d cartridge not loaded on the device. The cartridge was received unfired. In addition a cartridge pan was found lodged inside the channel. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastrectomy, the cartridge pan was left in the jaw after the 1st firing, and next cartridge could not be loaded. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4).